Event description:
It was reported the pt's programmer displayed the low battery flag for the ipg. The sjm representative cleared the flag. The calculations show the battery prematurely reached end of life expectation. Follow-up revealed the physician explanted and replaced the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.